Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other complaints. The elongation was likely the result of removing the delivery system with the stent still attached. Based on the information provided, a conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received: the stent elongated so the proximal end of the stent became entangled in the introducer sheath. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the supera was advanced to the target vessel in the superficial femoral artery and was ready to be implanted. There was no difficulty deploying the supera stent, but the stent delivery system did not release the stent. The sds was retracted and the supera stent came out with the sds. There was no injury to the patient. It was reported that all steps were performed according to the supera's device instructions for use. Another supera stent was used to complete the procedure without further incident. No additional information was provided.